Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during a whipple procedure, the nslx120l would not open. They fired the device and the jaws would not open back up. They completed the case with another device of the same product code. There were no patient consequences reported.